Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2017, product type: catheter. Analysis of the catheter on 2017-jul-27 revealed coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. Analysis of the catheter also identified a user related hole in the catheter body near the pin connector. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6)2017: dilaudid with concentration 15.0 mg/ml at a dose rate of 3.501 mg/day and clonidine with concentration 300.0 mcg/ml at a dose rate of 70.02 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s pump and catheter were returned to the manufacturer with no allegation. No adverse event was reported. The indication for use regarding the patient's pump was non-malignant pain and chronic low back pain.